Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 48 mg/dl. The customer treated low blood glucose with juice. The customer stated he changed the sensor blood glucose was 380 mg/dl and going up. The customer thought he was having high blood glucose and bloused for it just tested blood glucose 48 mg/dl. Insulin delivery was suspended due to sensor glucose values. The customer's current blood glucose 56 mg/dl. The insulin pump and sensor will not be returned.